Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's husband reported that on (B)(6) 2025 the patient developed symptoms of nausea, vomiting, and abdominal pain and was transported to the hospital. No treatment was administered at home, and no fingerstick (fs) blood glucose test was performed prior to the patient being taken to the hospital. While at the hospital, the patient's blood glucose was measured at 33.7 mmol/l via fingerstick, while the dexcom cgm reading was 7.5 mmol/l. On (B)(6) 2025 the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU) for treatment (IV insulin therapy). As of (B)(6) 2025, the patient remained in the ICU under continuous observation and ongoing management by the critical care. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.